Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that there was an alert from the remote home monitoring system for a low out of range shock impedance measurement during a shock delivery. Review found quick convert anti-tachycardia pacing (atp)had been given appropriately for ventricular fibrillation (vf), but the vf persisted and a charge began. The electrogram (egm) storage terminated prior to the charge and a shock was delivered. Boston scientific technical services (ts) was unable to explain why the egm storage terminated prior to the shock delivery. Upon interrogation a code was noted which indicated the device had shocked into a shorted lead and ts recommended replacement of the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. It was noted that the shock impedance measurements have varied from 35 to 41 ohms over the past year. Subsequently a revision procedure was performed where the ICD was explanted and the rv lead was surgically abandoned. A new ICD and rv lead were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead error and power on reset were recorded on (B)(6) 2020 after a shock was delivered. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead error. Analysis found that the ICD neve triggered replacement indicator while implanted.

Event description:
This report is being filed to submit the analysis results.